Event description:
Procedure type: gastrectomy. Patient gender: unknown. According to the reporter: tubing came disconnected from the anvil during trans oral delivery, and the anvil dislodged in the patient's esophagus. Current patient status fine. Some tissue trauma to the esophagus but no further operation was required.

Manufacturer narrative:
Initial report sent: 11/27/2007.